Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, during the deployment of a 26mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon burst at the end of the valve deployment. The valve was deployed with no paravalvular leak (pvl). No difficulties were reported during the withdraw of the delivery system. A non-edwards 25mm balloon, prepped with an additional 1cc, was used to post dilate the valve to ensure full deployment. No injury to the patient was reported. Information regarding the native annular diameter was not provided. Minimal valvular calcification with concentration in the stj was reported.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the 3mensio report provided revealed calcification present on the annulus, sinotubular junction (stj) and on the leaflets. A device history review (DHR) was not able to be performed since the device lot number was not provided. Lot history review was not able to be performed since the device lot number was not provided. As the complaint was not able to be confirmed, a complaint history review is not required. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the asc4 balloon and crimp balloon undergo multiple 100% visual and dimensional inspections. The crimp balloon undergoes 100% dimensional inspections and 100% visual inspections with an unaided eye and under 8x magnification. The guidewire shaft, balloon catheter laser bond, balloon pleating also undergo visual inspections. During final inspection, the entire device undergoes 100% distal to proximal visual inspection. Additionally, product verification testing based on a sampling plan is performed on each lot prior to release. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed since the device was not returned for evaluation and no device photographs were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, 'the commander delivery system balloon burst at the end of the valve deployment.' The provided imagery revealed calcification in the patient's annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the reported event. Available information suggests that patient factors (calcification) likely contributed to the reported event. Review of IFU/training materials revealed no deficiencies. Therefore, no corrective and preventative action, nor product risk assessment is required at this time.